Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issues were not confirmed. There was no image and lock of the coupler was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the camera head presented horizontal stripes in the image while being used with the video system. Additionally, the cable was scratched. The issue was detected during reprocessing. The fault occurred for the first time after the device was used for five (5) years. No procedure or patient involvement. During the evaluation of the device, it was noted there was no image due to the damaged lock on the coupler of the cable. This report is to capture the reportable malfunction of no image due to the damaged lock on the coupler of the cable noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty cable. The following information is stated in the instructions for use (IFU): ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.